Manufacturer narrative:
Updated data: b5. Additional information was received that the patient had heavily thickened aortic and annular calcification and an aortic root angle of 61 degrees. After the valve dislodged, the patient became hypotensive. The cause of the valve dislodgement is unknown. The facility did not disclose the model or manufacturer of the replacement valve following explant of the medtronic valve. No adverse patient effects were reported. H6. Updated the patient code and the eval code method. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Images from the procedure were received for review. The first clip noted heavy calcification on the non-coronary cusp (ncc) causing some degree of constriction of the inflow portion after 100% deployment of the evolut bioprosthesis. A second clip noted what I believe to be a malpositioned evolut valve at 100% deployment, as the engineer cannot identify any aortic structures in the clip and can really only identify the spinal column. Hypotension is a known potential adverse effect per instructions for use (IFU). A conclusive cause of the hypotension could not be determined from the limited information available. Based on the information available and images review, the root cause of the dislodgement event cannot be determined. In this case, the heavy calcification may have contributed to the dislodgement. Dislodge events are typically not related to a device malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a migration include calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy, balloon aortic valvuloplasty (bav) and/or a number of others. In this case, it was reported that a fluoroscopic review of the multiple orthogonal projections suggested that incomplete expansion of the valve frame caused suboptimal deployment of the valve, likely due to the patient¿s bicuspid anatomy. Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Images from the procedure were received for review. There are two movie clips for the case. First clip is noting heavy calcification on the non-coronary cusp (ncc) causing some degree of constriction of the inflow portion after 100% deployment of the valve. A second clip notes what appears to be a malpositioned valve at 100% deployment. Based on the information available and images review, the root cause of the migration event cannot be determined. In this case, the heavy calcification and patient anatomy may have contributed to the valve incomplete expansion which caused the suboptimal deployment of the valve and led to valve migration. This event does not indicate device misuse or malfunction. Updated data: method, results, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information pertaining to the previously submitted reports for this event was identified in the previously submitted report 2025587-2021-01001 for a literature case report. Post-procedural imaging showed a well-seated valve with no significant regurgitation. The following morning the patient was reported to be asymptomatic, but routine echocardiogram revealed the valve had embolized to the distal ascending aorta. The authors conducted a fluoroscopic review of the multiple orthogonal projections and it was suggested that incomplete expansion of the valve frame caused suboptimal deployment of the valve, likely due to the patient¿s bicuspid anatomy. Consequently, emergent surgical extraction of the valve was performed followed by surgical aortic valve replacement with an unnamed bioprosthetic valve. No additional adverse patient effects or product performance issues were reported. Updated data: device codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve has not been returned therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged, and the patient became unstable. One day following the implant procedure the valve was surgically explanted. No additional adverse patient effects were reported.